Manufacturer narrative:
Device received not deployed with the slide insert not visible through the viewing window. The linkage assembly, visible through the top housing, was noted to be in the unfired position. Adhesive liner and needle guard remain intact. Data downloaded from the device indicates it has run zero pulses and remains in pod state 14, having never been paired with a pdm after being activated. No other damages or defects noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.